Manufacturer narrative:
(B)(4)

Event description:
Procedure: umbilical hernia repair. According to the reporter: the incident occurred during an operation and the problem did delay surgery by more than 30 minutes. Pt is currently in the hospital. Additional info has been requested.